Manufacturer narrative:
Product evaluation summary: (B)(4): the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 8042b implantable pacemaker cardio/defib, (B)(6) 2008; 4194 implantable pacing lead, (B)(6) 2008; 5076 implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the chronic atrial lead dislodged in the pacemaker syndrome patient. Therefore the atrial lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.